Event description:
Patient reported experiencing a hypoglycemic event (blood glucose value not provided), requiring treatment by the paramedics. They indicated that, at the time emergency medical services were contacted, they were nearly unconscious. Patient was treated with glucose jel. Initially, patient indicated that they was transported to the hospital and treated with an IV (contents not provided); however, they later stated that they did not go to the hospital, and rather, remained with the paramedics until they "come back"